Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/26/2010, 01/28/2010, and 02/17/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 02/17/2010. (B) (4). (B) (4).

Event description:
An account specialist reported that an intraocular lens was exchanged for the same model, different power lens. In a follow-up, it was reported that the patient had residual refractive error with astigmatism which is not correctable with glasses. After the lens exchange, the patient's va is "doing better".